Manufacturer narrative:
The philips field service engineer (fse) checked the device and determined the speaker and mainboard are defective and required replacement. The fse replaced the defective speaker and mainboard and verified the unit is working to its specification. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker and mainboard. The reported problem was confirmed. The device was operational to its specification after the defective speaker and mainboard were replaced. The device remains at customer site.

Event description:
It was reported the avalon fm30 fetal monitor displays a speaker malfunction inop error and has no sound. The device was not in use on a patient. There was no report of patient or user harm.